Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events (ventricular fibrillation, cardiac arrest, patient outcome) could not be conclusively established through this evaluation. The center reported that the patient was contacted on (B)(6) 2019 regarding a missed inr appointment. At that time the patient reported nausea and vomiting for over 5 days, severe shortness of breath with exertion, and fatigue. The vad coordinator instructed the patient to come to the emergency department for evaluation but the patient did not want to contact ems. The vad coordinator contacted the patient¿s spouse at that time to request that the patient is brought in for evaluation. The patient¿s spouse later contacted the vad coordinator stating that the patient was unresponsive at home and ems was present. The spouse stated that they evaluated the lvad equipment and there were no alarms, the green light was present, and the patient had approximately 50% battery life. Ems reported that the vad was not working at the time of their arrival, but regained function after changing a battery. Ems also reported no alarms. The patient was in ventricular fibrillation at the time of ems arrival. The patient was transported to a hospital emergency department with continued life-saving efforts including acls protocol, including CPR, defibrillation, and intubation. The patient expired after suffering cardiac arrest. The center later reported that they were unable to reach the family and no equipment is expected to be returned for evaluation. The patient¿s expiration was not related to the device. Although ems initially reported that the vad was not working at the time of arrival, the center reported that the device operated as expected. To date, heartmate ii lvas has not been returned for evaluation. The hmii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the vad coordinator contacted patient on (B)(6) 2019 regarding a missed inr appointment. The patient reported nausea/vomiting over 5 days, severe shortness of breath with exertion, and fatigue. The vad coordinator instructed the patient to present to the emergency department but patient did not have transport at the time. The vad coordinator contacted the patient's wife to bring the patient in for evaluation. The patient was later found unresponsive at home with ems present. The patient's wife stated that at the time she evaluated the patient's lvad there were no alarms, the green light was present, and the patient had approximately 50% battery life. Ems reported that the lvad was not working at the time of their arrival but regained function after changing a battery. Ems also reported no alarms. The patient was in ventricular fibrillation at the time of ems arrival. The patient was transported to the emergency department at (B)(6) hospital with continued life saving efforts that included acls protocol, intubation, and CPR. Patient was pronounced dead at 15:08 due to cardiac arrest. The vad coordinator stated that the death was not related to the device and operated as expected. No additional information was provided.